Manufacturer narrative:
The investigation into the reported "purge leak - pump and high purge pressure" has been completed since the original report was filed. Product was returned for investigation. The device was inspected and found the lt log confirms purge pressure low alarms. A visual inspection of the pump revealed damage to the yellow luer. The cause of the purge leak was sidearm yellow luer damage. The pump was attached to the automated impella controller (aic) and a purge cassette and the high purge pressure alarm was reproduced. The pump was purged with tergazyme and no fluid was observed exiting the purge gap. The pump would not run. The catheter was cut to look for a blockage in the purge line. Dark yellow fluid was observed in the purge line proximal to the motor indicating that blood had ingressed into the motor as a result of the yellow luer leak and was causing a blockage in the line. Fluid in the purge line distal to the motor was clear.

Manufacturer narrative:
The medical center returned the pump and data logs for analysis. The logs and visual inspection of the pump revealed purge pressure alarms and damage to the yellow luer. When the pump was taken down there was an observation made of blood ingress into the pump motor. The failure mode will be monitored and trended. There is a CAPA open for the failure.

Event description:
After more than 20 days of impella 5.5 support, the medical center observed a purge leak. The leak was on the purge sidearm's yellow luer lock. To troubleshoot a bypass system was put in place. Alarm resolved. Patient stable and successfully weaned the following day from the 5.5 pump. Reportable for the intervention needed at the purge line.